Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported the patient heard a pop at the right side of their neurostimulator implant while working out, which lead to them having to strain more to void. They also reported feeling pain at their neurostimulator site and radiating down to their buttock after their stimulation was increased to help with voiding. The patient was then assisted with decreasing their stimulation, and while the patient is no longer straining as much, the pain still persists. The patient was offered assistance with turning off their stimulation to see if it is device related, but the patient declined. The patient was advised to contact their physician to have their device evaluated. The patient was not prescribed medication. The patient's device is now turned off; there is still discomfort but not pain. The patient's appointment is scheduled towards the end of the month.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block h11: investigation details: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported complaint cannot be confirmed. The device was unavailable for evaluation and the complaint could not be confirmed. Known inherent risk was chosen as conclusion code due to reported issues being covered in axonics risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use. Correction: block e1: initial reporter email.

Event description:
It was reported the patient heard a pop at the right side of their neurostimulator implant while working out, which lead to them having to strain more to void. They also reported feeling pain at their neurostimulator site and radiating down to their buttock after their stimulation was increased to help with voiding. The patient was then assisted with decreasing their stimulation, and while the patient is no longer straining as much, the pain still persists. The patient was offered assistance with turning off their stimulation to see if it is device related, but the patient declined. The patient was advised to contact their physician to have their device evaluated. The patient was not prescribed medication. The patient's device is now turned off; there is still discomfort but not pain. The patient's appointment is scheduled towards the end of the month.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 block h11: correction to block g2 investigation details: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported complaint cannot be confirmed. The device was unavailable for evaluation and the complaint could not be confirmed. Known inherent risk was chosen as conclusion code due to reported issues being covered in axonics risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported the patient heard a pop at the right side of their neurostimulator implant while working out, which lead to them having to strain more to void. They also reported feeling pain at their neurostimulator site and radiating down to their buttock after their stimulation was increased to help with voiding. The patient was then assisted with decreasing their stimulation, and while the patient is no longer straining as much, the pain still persists. The patient was offered assistance with turning off their stimulation to see if it is device related, but the patient declined. The patient was advised to contact their physician to have their device evaluated. The patient was not prescribed medication. The patient's device is now turned off; there is still discomfort but not pain. The patient's appointment is scheduled towards the end of the month.